Manufacturer narrative:
Immucor technical support reviewed retrospective technical records from the immucor (B)(6) distributor. The internal immucor record number is (B)(4).

Event description:
On 15nov2017, an (B)(6) immucor distributor reported some unexpectedly negative antibody screens with capture-r ready-screen (3), when tested on a galileo neo instrument.